Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient had a medical consultation on (B)(6) 2025. The cause was not known. Issue was resolved and monitoring the condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was stated that the surgical intervention was not performed. Cause of the ins wound not healing was not determined. Re-suturing was done, and they were referred to a dermatologist and wait and see.

Manufacturer narrative:
B3: date inaccurate, only the month and year are valid. D6a: date inaccurate, only the month and year are valid. G2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the ins wound was not healing. It had been about two months since the ins was implanted, but the wound at the implant site was not healing. The physician suggested that there might be an allergy. It was recommended that the patient continue to consult with their physician. The issue was not resolved. Additional information received from a manufacturer representative. It was reported that it had not been confirmed whether the patient had an allergic reaction to the implant. The patient's ins was to be explanted, and the issue was not yet resolved.